Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 23rd may 2011. On receipt of the device the history and memory logs could not be downloaded. A test pad-pak was inserted into the device and it failed to power on but displayed a red status led and failure chirp. The device was disassembled for further investigation and the fault was traced to a failure of the flash memory chip. Samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Red status indicator.